Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this patient's systolic blood pressure dropped and subsequently emesis. The patient was given fluids and atropin and recovered. An echo was performed, which did not reveal any pericardial infusion. It was later discovered that the right ventricular (rv) lead that was placed into the apex had perforated. The sensing signal had dropped from 15 millivolts to 7 millivolts after extending the helix. The physician placed a new rv lead and explanted this rv lead as there was a little bit of tissue in the screw. The patient was stabilized and no further complications were reported.